Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of front panel display disappeared after selected cavity mode was not confirmed. Additionally, during device evaluation, it was found that the high flow insufflation unit could not start up. Based on the results of the investigation, the root cause for the customer reported event could not be identified. It is likely that the high flow insufflation unit could not start up immediately due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for a therapeutic laparoscopy surgery which was completed using a similar device. There were no reports of delay.

Manufacturer narrative:
E1 establishment address: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit gave an error before the front display turned off after selecting the cavity to be used for an exam. The issue occurred during preparation for use in an unidentified procedure. There were no reports of patient harm.